Manufacturer narrative:
Additional product code: kwq. Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection, it was observed that the stardrive screwdriver shaft was bent. There was no patient involvement.  This report is for one (1) stardrive screwdriver shaft t8 105 mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part # 314.467, synthes lot # h606510, supplier lot # na, release to warehouse date: 18 sep 2018, manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 105 mm (part # 314.467, lot # h606510, mfg # 18-sep-2019) was received at us cq with the distal tip of the screwdriver twisted. The screwdriver does not appear to be bent however the device is twisted. Rest of the device shows some scratches caused due to regular use which has no impact on the functionality of the device. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing defect. The device received is twisted. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed as stardrive screwdriver shaft t8 105mm (p/n 314.467, l/n h606510) is twisted at the distal tip of the device. There is no indication that a design or manufacturing issue has caused the deformation and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint summary: it was reported on june 18, 2019 during routine incoming inspection, it was observed that the stardrive screwdriver shaft was bent. There was no patient involvement. This complaint involves (1) device. Investigation flow: damage . Visual inspection: the stardrive screwdriver shaft t8 105 mm (part # 314.467, lot # h606510, mfg # 18-sep-2019) was received at us cq with the distal tip of the screwdriver twisted. The screwdriver does not appear to be bent however the device is twisted. Rest of the device shows some scratches caused due to regular use which has no impact on the functionality of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Screwdriver shaft t8 deep stardrive (tm), solid: 314_467, rev. M. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing defect. The device received is twisted. Confirming the allegation. Investigation conclusion: the complaint condition is confirmed as stardrive screwdriver shaft t8 105mm (p/n 314.467, l/n h606510) is twisted at the distal tip of the device. There is no indication that a design or manufacturing issue has caused the deformation and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the device history record device history lot , part # 314.467, synthes lot # h606510, supplier lot # na, release to warehouse date: 18 sep 2018, manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted under the wrong mfg. Date: 18 sep 2019, should be 18 sep 2018. Visual inspection: the stardrive screwdriver shaft t8 105 mm (part # 314.467, lot # h606510, mfg # 18-sep-2019) was received at us cq with the distal tip of the screwdriver twisted. The screwdriver does not appear to be bent however the device is twisted. Rest of the device shows some scratches caused due to regular use which has no impact on the functionality of the device. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.